Event description:
Oncall: pt reporting that the new pump she received cadd legacy sn (B)(4) is beeping constantly, and it "won't stop." She has tried multiple times to restart but it keeps on stating "no disposable pump." When asked if her back up pump was having any issues, she states "no." Informed pt that pharmacy will courier replacement pump. No other info available. "Did the reported product fault occur while in use with a pt: yes. Did the product issue cause or contribute to pt or clinical injury: no. Did we replace device: yes." Dose or amount: 36nkm, frequency: continuous, route: IV. Dates of use: (B)(6) 2015 to ongoing. Diagnosis or reason for use: pulmonary arterial hypertension.